Event description:
It was reported the disposable wouldn't pass fluid through the line. All sets from this lot were affected. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.